Event description:
While attempting to implant anchor the suture became twisted around anchor. The suture had to be cut way from the anchor making the anchor unusable. There was no harm to the patient.what was the original intended procedure?right shoulder arthroscopy with rotator cuff repair.device #1is this a laboratory device or laboratory test?no.